Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2017 with the following findings: a review of the pump black box data revealed one unexpected pump reboot on (B)(6) 2017 and one reboot after a sc 128 replace battery alarm. During a visual inspection, the battery compartment was observed to be cracked at the threads on the side. No battery cap was returned; a test cap secured properly to the pump. During the 24-hour duration testing, the pump lost power due to moisture in the battery canister. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no moisture ingress or intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).